Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this patient presented for follow-up at which time pace impedance measurements were noted largely stable with intermittent spikes; additional episodes of noise were found stored to the device. X-rays were obtained of both the rv lead and device header for which no anomalies were observed. Provocation testing was then performed and noise could not be recreated. The physician elected to reprogram device sensitivity with the majority of noise falling below the sensing floor. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this pacemaker and competitor right ventricular (rv) lead exhibited instances of noise and oversensing in tachycardia episodes stored to the remote monitoring system. Additionally, intermittent high out-of-range pace impedance measurements resulting in a device switch to unipolar pacing. Boston scientific technical services (ts) reviewed device data confirming the presense of noise with variation in amplitude with several abrupt jumps in rv pace impedance measurements over the prior year. It was noted that some non-sustained ventricular tachycardia (nsvt) episodes appeared appropriate while others were the result of the reported noise. Some instances of asystole were observed lasting longer than 2 seconds though the patient remained asymptomatic. An x-ray was obtained showing the lead was fully inserted. Ts provided suggestions for additional system evaluation. There has yet to be a decision to revise the patient's system as they remain asymptomatic. This system remains in service.